Event description:
It was reported that customer is unable to properly clean device.

Manufacturer narrative:
Product complaint # : (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this complaint was not returned. Photo evidence provided was reviewed and found foreign substance that appears to be coming off from behind of the spring balls. The reported condition was confirmed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : 1) quantity manufactured: 52, 2) date of manufacture: 4/21/2014, 3) any anomalies or deviations identified in DHR: 0, 4) IFU reference: (B)(4). Device history review: a manufacturing record evaluation was performed for the finished device pg239715 number, and no non-conformances / manufacturing irregularities were identified.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this complaint was not returned. Photo evidence provided was reviewed and found foreign substance that appears to be coming off from behind of the spring balls. The reported condition was confirmed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: 1) quantity manufactured: (B)(4). 2) date of manufacture: 4/21/2014. 3) any anomalies or deviations identified in DHR: 0. 4) IFU reference: 090200721 rev. J. Device history review: a manufacturing record evaluation was performed for the finished device pg239715 number, and no non-conformances / manufacturing irregularities were identified.